Event description:
It was reported that cartridge did not fully snap into pump, which prevented insulin delivery from starting as expected. There was no reported impact to the customer¿s blood glucose level. Customer removed case from pump, inspected and cleaned pump and cartridge as instructed, was unable to reload original cartridge, then filled and loaded new cartridge with support from technical support, and successfully completed load process and resumed insulin.